Manufacturer narrative:
Based on the claim against the product by the customer noting that error 23025 occurred against the right master tool manipulator (mtm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right mtm to resolve the issue. System was tested and ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The mtm was analyzed, and fa was to reproduce error occurred during since cycle. The axis 4 motor and axis 4 motor cable will be replaced as a fix. The complaint regarding the error against the mtm was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of error 23025 on the right mtm is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci system. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that error 23025 occurred against the right master tool manipulator (mtm). The site power cycled the system, but the fault remained. The procedure was converted to another da vinci system to be completed. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.